Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. The customer¿s blood glucose was 48 mg/dl and was treated with food and glucose tablets. The customer¿s other blood glucose was 58 mg/dl. The customer stated that the insulin pump was not working properly. The customer was having high and low blood glucose in the past week. The customer was experiencing low blood glucose for a week now. The customer was using insulin pump system within 48 hours of reported low blood glucose event. The auto mode feature was not active and was not automatically adjusting insulin at time of low blood glucose event. The customer does not alleged that the insulin pump was over delivering. The insulin pump will not be returned for analysis.